Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? It was a vaginal fistula. What is the procedure date? Unknown. What post-op date after surgery did the dehiscence occur? Unknown. What is the size of the dehiscence? Unknown. Was there any medical or surgical intervention performed for the dehiscence (re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? Reoperation and reclosure, unsure of medication prescribed. What is the most current patient status? Unknown. Can you identify the lot number of the product that was used? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Please describe what surgical or medical intervention was performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative wound breakdown? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a vaginal fistula procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was used on a vaginal mucosa and the patient experienced wound breakdown post op. The surgeon confirmed that he irrigated the excess. Additional information was requested.